Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead was exhibiting high, out of range impedances and no capture. It was determined that the lead was fractured. The lead was surgically abandoned. The patient experienced heart failure symptoms.